Manufacturer narrative:
(B)(6). The patient's sample was received by the beckman coulter (bec) complaint handling unit (chu) in marseilles. The patient's sample was analyzed on an access 2 immunoassay system (serial number (B)(4)) utilizing the access toxo igg assay and recovered with a non-reactive result of 0.0 iu/ml. Service was not dispatched. The access toxo igg reagent was not returned for evaluation. The cause of this event could not be determined with the information currently supplied. (B)(4). All mdrs associated with this report are: 2122870-2015-00710, 2122870-2015-00711, 2122870-2015-00712, 2122870-2015-00713, 2122870-2015-00714, 2122870-2015-00715, 2122870-2015-00716, 2122870-2015-00717, 2122870-2015-00718, 2122870-2015-00719, 2122870-2015-00720, 2122870-2015-00721, 2122870-2015-00722, 2122870-2015-00723, 2122870-2015-00724, 2122870-2015-00731, 2122870-2015-00730, 2122870-2015-00729, 2122870-2015-00728, 2122870-2015-00727, 2122870-2015-00726, 2122870-2015-00725, 2122870-2015-00733.

Event description:
The customer reported obtaining either reactive or equivocal igg antibodies to toxoplasma gondii (access toxo igg) results for thirty four patients on the laboratory's unicel dxi 800 access immunoassay system. The customer ran the patient's samples on one of two unicel dxi 800 access immunoassay systems (either serial number (B)(4)) and could not provide information on which of the two analyzers were in use for this event. This report addresses the equivocal access toxo igg result obtained for one patient sample on (B)(6) 2015. This patient had previously tested non-reactive for toxoplasma gondii igg (methodology unknown). The physician questioned the equivocal access toxo igg result obtained. The access toxo igg result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer tested the patient's sample utilizing vidas (biomerieux) methodology for toxoplasma gondii igg and a non-reactive result was obtained. The customer sent the patient's sample to the beckman coulter (bec) complaint handling unit (chu) for evaluation. The customer indicated that the calibration, qc (quality control) and system check were all performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any information regarding sample collection, sample handling or sample processing. No issues with sample integrity were reported by the customer.